Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) (local reference number (B)(4)) of peritonitis in a (B)(6) male patient coincident with extraneal viaflex, nutrineal pd4 unknown and physioneal unknown therapies (lot numbers not reported) during continuous ambulatory peritoneal dialysis for renal lupus erythematosus. In (B)(6) 2009, the patient began treatment with extraneal 2000 twice a day, nutrineal pd4 unknown 2000 twice a day and extraneal 2000 twice a day (lot numbers not provided) during continuous ambulatory peritoneal dialysis for renal lupus erythematosus. On "approximately" (B)(6) 2010, the patient experienced peritonitis manifested by peritoneal cloudy effluent. On that same day, the patient experienced a single episode of cloudy dialysate which was negative for leucocytes. On "approximately" (B)(6) 2010, the patient recovered from the peritonitis and peritoneal cloudy effluent. Extraneal viaflex, nutrineal pd4 unknown and physioneal unknown were ongoing. The patient's medical history included renal lupus erythematosus, hypertension, renal anemia and aseptic peritonitis (case number (B)(4)). The patient's concomitant medication included bisoprolol, torasemide and calcium alginate (calcicare). The reporting physician provided a causality for the event as unassessable.